Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Resistance was encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely prevented the smart coil from being advanced through the non-penumbra microcatheter during the procedure and the demonstration microcatheter during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance, and then was unable to advance a smart coil out of its introducer sheath and into the hub of the non-penumbra microcatheter and, therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.